Event description:
X-rays of patient taken at 4 years post op found the liner was worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.